Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Should any additional information become available, a follow-up report will be submitted. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This report for particulate matter observed in the patient line could not be confirmed in the lab as the sample was not available for evaluation. After receiving back the equipment, the field service engineer noticed a hair in the cassette which caused the issue. The field service engineer suspects that the hair came from the patient (poor clean environment technique). A batch review was performed on the associated lot ( s10h11081 ) with no issues found related to the reported condition during the manufacture of the lot. There was not enough data within the complaint information to identify root cause; therefore the root cause was not determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report received by baxter (B)(4) on (B)(6) 2010. On (B)(6) 2010, the (B)(4) received a complaint from a patient involving a cassette. The patient reported error code reload set 153 and system error 2265. After receiving back the equipment the (B)(4) noticed a hair in the cassette which caused the problem. The (B)(4) suspects that the hair came from the patient (poor clean environment technique). The membrane was cleaned and the equipment passed the "leak+flow" testing. There was no patient injury or medical intervention reported.